Event description:
The customer obtained discrepant results (multiple vitros assays affected) when running a single patient sample ID on a vitros 5,1 fs chemistry system and a vitros 5600 integrated system. Investigation into the event revealed that the results from the vitros 5,1 fs chemistry system were most likely obtained from the incorrect patient sample tube. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were initially reported outside of the laboratory, but were questioned by a physician. Once the issue was identified, the intended patient sample was repeated and corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discrepant results were obtained when running a single patient sample ID on a vitros 5,1 fs chemistry system and a vitros 5600 integrated system. Investigation into the event revealed that the results from the vitros 5,1 fs chemistry system were most likely obtained from the incorrect patient sample tube. The most likely root cause of this event is pre-analytical user error. The customer most likely ran two different patient sample tubes that were labeled with the same sample ID in error. There was no evidence to suggest a malfunction of the vitros 5,1 fs chemistry system or vitros 5600 integrated system.